Manufacturer narrative:
This report is being submitted to correct the impact codes (3) h6 in section h. Device manufacturers only. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to high out of range pacing impedance measurements greater than 3000 ohms. Additionally, this ra lead exhibited oversensed noise and it had fractured. The patient experienced pocket stimulation. This ra lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported. Additional review of the reported information noted that an x ray had been performed prior to the replacement procedure.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to high out of range pacing impedance measurements greater than 3000 ohms. Additionally, this ra lead exhibited oversensed noise and it had fractured. The patient experienced pocket stimulation. This ra lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.